Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6. The events of "capsular contracture baker grade IV and granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported capsular contracture baker grade IV and granuloma, "any creases". Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture confirmed via ultrasound. The device remains implanted.

Event description:
Healthcare provider reported a left side rupture confirmed via ultrasound. Healthcare provider also noted "observations made during surgery" of "any creases". Healthcare provider also noted upon explant that "implant was completely intact and folded upon itself with some calcification of the capsule inferiorly and the trademark was facing outwards. The capsule was excised. We removed implant. We found that it was intact, but that there was a very firm large area of granulomatous thickening of the capsule at the inferior border of the muscle, which was very high and the underneath of the muscle. We scored the capsule and completed capsulectomy off of the deep and superficial aspects of the muscle as they had very firm and very thick capsule and granulomas. All the granulomas were excised." Healthcare provider also noted "capsular contracture baker grade IV and cosmetic abdominal wall deformity". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 30/may/2024.

Event description:
Healthcare provider reported a left side rupture confirmed via ultrasound. Healthcare provider also noted "observations made during surgery" of "any creases". Healthcare provider also noted upon explant that "implant was completely intact and folded upon itself with some calcification of the capsule inferiorly and the trademark was facing outwards. The capsule was excised. We removed implant. We found that it was intact, but that there was a very firm large area of granulomatous thickening of the capsule at the inferior border of the muscle, which was very high and the underneath of the muscle. We scored the capsule and completed capsulectomy off of the deep and superficial aspects of the muscle as they had very firm and very thick capsule and granulomas. All the granulomas were excised." Healthcare provider also noted "capsular contracture baker grade IV and cosmetic abdominal wall deformity". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Calcification: not observed calcification on the device. Crease/folding of implant: observed creases on the device. Granuloma: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.